Event description:
Negative elisa, which led to no wb, and numerous referrals instead of acting quickly, testing and getting well, I was sent from doctor to doctor. I now have suffered for 3 years. Teach doctors to recognize symptoms of lyme disease and any tick borne illness, so it does not become chronic. We need reliable testing! Instead of investigating (B)(4), ask them how they are saving so many lives?